Manufacturer narrative:
Product ID: 3889-28, lot# va1rl47, implanted: (B)(6) 2019, product type: lead. Date manufacturer received sent in prior report was not accurate. It has been updated in this correctional report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported by patient that they were still not getting stimulation because the manufacturer representative (rep) must have turned the intensity down. On (B)(6) 2019, they again reported still not feeling stim. They had a follow up appointment on (B)(6) 2019 and wanted to know if they should do something before that. Then on (B)(6) 2019, they further reported that they spoke with the rep and was told to leave it alone and not check it. Patient also continued to say "sometimes they feel it and other times they didn't". On (B)(6) 2019 they called back reporting same information. No further complications were reported or anticipated. Additional information received from the patient reiterated same issues already documented of not feeling any stimulation. The patient was on program 3, increased stimulation to 7.0 v and still did not feel anything. Patient is on program 4 at 4.8v and still did not feel stimulation. Patient wanted to get hold of the rep, stated his hcp wanted to do an x-ray to check on device and lead but that he wanted to meet with the rep first. Messaged was sent to rep and replied later that they have spoken to patient 17 times since his implant with the same issues. The patient called again on (B)(6) 2019 and stated same issues. The patient indicated that they spoke with rep on (B)(6) 2019 and was told to set his program to 4 and to not touch it. The patient stated he wanted the device reprogrammed with new programming. Patient services suggested to contact his doctor's office to schedule an appointment. The patient has appointment scheduled for (B)(6) 2019. Additional information was received from the patient. They reported that they have been feeling around their implant and it didn't not feel like the original device and wanted to know if they were implanted with a different device. Patient stated that the implant felt oval and different/weird but that it didn't hurt. Patient advised to follow up with their healthcare professional (hcp). Patient noted they had an appointment on (B)(6) 2019. Patient also reported again that they were not feeling any stimulation even after cranking it up. They stated that they were on program 3 and increased stimulation to 7.0 v but was still not feel anything. Patient mentioned they had an appt with urologist and had imaging, but will not know results until appointment. Additional information was received from the consumer. The patient mentioned when they had their ins replaced due to normal battery depletion, the health care physician (hcp) ¿had a hard time getting the leads all the way down.¿ the patient then mentioned that they found out they had sacral nerve disease on (B)(6) 2019 (unrelated to the device therapy) and that could have been a reason as to why the leads may have been so hard to implant. The patient mentioned they kept going to the bathroom/ had a symptom return and sometimes it was hard to move their bowels. The patient mentioned they met with the hcp and manufacturer representative (rep) on the 6th and they were told to leave their device on program 1 at 2.5 and to keep those settings for a month. The patient mentioned that for future product improvement the leads should have alligator clamps. The patient called. Additional information received from the patient who wanted to get in touch with their rep since they weren't getting stimulation "and it was not functioning right" since implant. They noted that they "kind of do not feel them (new programs) still." Additional information was received from the patient. The patient stated that the rep reprogrammed his device in (B)(6) of 2019 and he was still not getting benefit from therapy. The patient wanted to ask the rep if he should increase stim on program 1 or if he should change to program 2. Patient services tried to assist the patient with the question but the patient insisted on speaking to the rep. Patient services saw previous message about negative rep/patient relationship. Patient services directed the patient to contact his doctor to discuss therapy going forward. The patient stated that he had an appt with his doctor on (B)(6) 2019. Additional information received from the patient who noted therapy is not working for them and they can't feel stimulation at 2.3v on program 1. Patient noted they were trying to reach their manufacture representative (rep) regarding the therapy issues; they need the rep to "crank up [their] stimulation". The call center reviewed that the patient can adjust stimulation on their own and suggested increasing until they felt comfortable stimulation; they then increased to 4.1v. The call center instructed the patient to stay at that setting and determine if they have more symptom benefit. They were redirected to their healthcare provider (hcp) to discuss symptoms and programming if they aren't getting therapeutic benefit. Additional information was received. And patient stated that he is still having urgency and frequency issues. Patient further stated that they had the device checked on (B)(6) 2019 and the patient programmer showed low battery and that the battery also depleted rapidly. They are going to schedule him with a replacement for (B)(6). No further complications noted or anticipated.

Manufacturer narrative:
Product ID 3889-28, lot# va1rl47, implanted: (B)(6) 2019. Product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported that they were seeing the battery level is low message on their programmer and stated that their health care physician (hcp) was waiting on paperwork confirming that it (the battery) was low so they could have the device replaced. The patient reported that the battery had only lasted about a year. On (B)(6) 2020, the patient had called inquiring about the rep calling back and mentioned that the rep had checked their battery on (B)(6) 2019, reiterating that the battery was low and needed to be replaced. It was noted that the health care physician (hcp) had wanted to replace the ins that month (february).there were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1rl47 serial# implanted: (B)(6) 2019 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the ins needed to be replaced and they finally had replacement surgery scheduled for next thursday (B)(6) 2020 the patient had a back x-ray done last friday to checkthe lead. Based on the results the healthcare professional would determine what is exactly needing to be replaced.

Event description:
Additional information was received from the patient. It was reported that the patient is going to have the device removed on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot# va1rl47, implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reiterated some of the previously reported information that their healthcare provider was only able to use one electrode, and added the others were "dangling." They noted they had to go up to 6.8 volts in order to feel stimulation. It was recommended the patient follow up with their managing healthcare provider, and the patient stated they had an appointment scheduled for the following wednesday ((B)(6) 2020).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had the ins replaced on the day prior to the call and confirmed that it was normal battery depletion but they also said the ins battery must have drained so quickly because of only using one electrode. The patient said that they were only working off of one electrode; because of back/bone issues, the health care professional (hcp) hadn¿t been able to get the other electrodes in. The patient said that to get the other electrodes in the hcp would have had to drill a hole in their bone. No further complications were reported at this time.

Manufacturer narrative:
Product ID: 3889-28, lot# va1rl47, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported the same ongoing issues. Patient switched to program 4 on (B)(6) 2020 and felt stimulation so he knew the device has not yet depleted completely. Patient initially described stimulation as a surge but then clarified it was normal sensation. Patient said he is having bad urgency and frequency which has been on and off but more on now for the last few days. No further complications were reported.